Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged erysipelas is related to v.a.c.® therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. International unit is not returned.

Event description:
On nov 20 2015, the following information was reported to kci by the (B)(4) physician: on (B)(6) 2015, v.a.c. Therapy was placed on the patient's left buttock wound. No necrotic tissue was noted. On (B)(6) 2015: upon performing the third dressing change, the wound dimensions had decreased and a small amount of serous exudate was noted. On (B)(6) 2015, the patient's body temperature rose to 39.0 degrees centigrade in the evening. Laboratory blood testing exhibited a white blood cell count of 13360 and c - reactive protein level of 3.35.a chest x-ray was performed and no issues were found. Calonal, an antipyretic with active ingredient acetaminophen, was administered to lower the fever, and antibiotic therapy was administered "periodically". On (B)(6) 2015, the patient's body temperature rose to 38.0 degrees centigrade but decreased in the evening, and fluid replacement was administered. On (B)(6) 2015, the patient's fever resolved, and upon taking the patient for a shower, the nurse observed rubefaction and heat bilaterally to the buttock and waist areas. V.a.c. Therapy was discontinued. There was no change in the smell, and a culture was performed. On (B)(6) 2015, the physician diagnosed the patient with erysipelas and changed the antibiotic therapy to an intravenous drip of penicillin. The treatment for the buttock pressure ulcer was changed to acrinol fomentation twice a day. On (B)(6) 2015, the rubefaction and heat had decreased but vesicles were observed. Acrinol fomentation was discontinued. On dec 11 2015, the following information was reported to kci by the (B)(6) physician: on (B)(6) 2015, the patient's erysipelas was resolving without additional treatment. On (B)(6) 2015, the patient's pressure ulcer was being treated with an ointment.

Manufacturer narrative:
Based on the additional information obtained regarding the disposables, kci's assessment remains the same; it cannot be determined that the alleged erysipelas is related to v.a.c. Therapy.

Event description:
Device history reviews of the v.a.c. Granufoam dressing (lot number 50905982) and infov.a.c. Canister (lot number 50906000) did not identify any nonconformances in the manufacturing of these lots related to this event. All end release testing of product and packaging performance met specifications.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged erysipelas is related to v.a.c.® therapy.

Event description:
On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci (B)(4), and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci (B)(4) service center, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.